Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. A history review of the service records for this device, serial number (B)(6) prior to the notification date of this complaint record found no same / similar issues related to this complaint. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions.

Manufacturer narrative:
N/a

Event description:
The following has been reported: the following has been reported: "sticky av pins that caused the failure. From the logs it looks like it stopped an active infusion." Biomed reported: "serial number (B)(6). Deep clean, deep clean pins and mechanism, opened pump found damage inside, replaced front housing, replaced handle, replaced main board, installed new front and rear gaskets, ran functional checks, return to service, placed pump in bring up mode and sent to the test line, passed all stations of the test line front housing final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @ 16:20pm, taken out of heratherm @ 04:20am, lvp burn-in test - pass, 24 hour dwell - complete, pump log retrieval - pass, flow accuracy test - pass, electrical safety test - pass, provisioned pump to mayo server, sent to (B)(6) to return to service, work order type, corrective maintenance, equipment failure replaced part, was there any injury/adverse reaction (yes, provide details, no, unknown)?: no, list name of any drug administrated if known: azithromycin. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.